Manufacturer narrative:
The company representative examined the system and confirmed the problem reported. The footswitch interface pcb (printed circuit board) was replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during surgery, the phaco was not meeting the required setting and the footswitch was not working all the time. The footswitch and console were exchanged with minimal delay and the case was completed with no harm to the patient.